Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 17dec2020.

Event description:
It was reported to philips that the device had a blank display. The device was reported to have been in testing while being set-up for use. The customer had a standby ventilator which was immediately connected to patient and there was no delay in therapy. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the user-interface (ui) assembly needed to be replaced to return the device to working condition. The customer's bio-med replaced the ui assembly to resolve the issue and bring the device back to functionality.